Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charger would time out after a few minutes into charging. The ipg feels as if it is moving around in the pocket. The patient does not feel any pain. A replacement charger was sent to the patient.